Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this right atrial lead exhibited difficulty during helix fixation and was showing poor thresholds during the attempted implant. Repositioning was attempted but ultimately the lead was removed and replaced due to the helix anomalies. The procedure was completed with success via another boston scientific lead and the attempted implant product is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, likely due to the presence of dried body fluid preventing movement. Subsequent electrical and mechanical testing did not identify any device abnormalities that may have caused or contributed to the reported clinical observations and x-ray imaging did not reveal any product integrity issues. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.